Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was difficult to disconnect, and doing so caused the luer end to crack, resulting in blood leaking all over the patient. These events reportedly occurred with 17 sets. The following information was provided by the initial reporter: " (B)(6) 2023 with a patient in ed - when the cap at the luer end was attempted to be removed, the plastic end cracked and when connected to the patient's IV site then resulted in blood leaking all over the patient. We do not know exactly which one has the leak but the leak was related to a cracked lure end when the cap was removed with difficult - as both lots have the same exact defect."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2023-00254 was sent in error. Luer connection not able to connect to mating component is not considered to be a reportable malfunction. MFR#: 9616066-2023-00254 is void as a result.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was difficult to disconnect, and doing so caused the luer end to crack, resulting in blood leaking all over the patient. These events reportedly occurred with 17 sets. The following information was provided by the initial reporter: "(B)(6) 2023 with a patient in ed - when the cap at the luer end was attempted to be removed, the plastic end cracked and when connected to the patient's IV site then resulted in blood leaking all over the patient... We do not know exactly which one has the leak but the leak was related to a cracked lure end when the cap was removed with difficult - as both lots have the same exact defect."